Manufacturer narrative:
Qn# (B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that, "on the second day, the forearm develops a marbling, not painful. Swelling is recognisable. Pressure is not measured correctly. The arterial catheter was removed."

Event description:
It was reported that: " on the second day, the forearm develops a marbling, not painful. Swelling is recognisable. Pressure is not m easured correctly. The arterial catheter was removed."

Manufacturer narrative:
Qn# (B)(4). The full UDI number is not available as complainant did not report a prouct code or lot number. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.